Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted. See also medwatch 2210968-2012-06822. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior repair, bladder biopsy, and evacuation of clots due to cystourethrocele with recurring urinary tract infections and stress urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent removal of foreign body, bilateral oophorectomy, enterolysis of adhesions, bilateral pelvic lymphadenectomy and ileal conduit on (B)(6) 2012 by dr. (B)(6) due to gross hematuria, chronic interstitial cystitis, chronic pelvic pain and bilateral hydronephrosis.

Event description:
It was reported that the patient underwent removal of foreign body, bilateral oophorectomy, enterolysis of adhesions, bilateral pelvic lymphadenectomy and ileal conduit on (B)(6) 2012 by dr. (B)(6) due to gross hematuria, chronic interstitial cystitis, chronic pelvic pain and bilateral hydronephrosis.

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. (B)(4). Additional narrative: it was reported that following insertion the patient experienced dysuria, polyuria, urinary frequency, and urinary incontinence.

Event description:
It was reported that following insertion the patient experienced dysuria, polyuria, urinary frequency, and urinary incontinence.

Manufacturer narrative:
This is one of two medwatches being submitted. See also medwatch 2210968-2012-06822. The same patient is represented in each medwatch. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.